Event description:
The patient's system reportedly stopped working after two days of use. The patient was seen at the center. Testing conducted confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.